Manufacturer narrative:
H3: product analysis found that older software. Error box appeared during test, afe board failure. H6: previously applied fdm-b17, fdr-c20 and fdc-d16 codes are no longer applicable appalicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(4), UDI#: (B)(4), h3: product analysis found that concole received with older software. H6: fdm-b17, fdr-c20, fdc-d16 and img g02030 codes are no longer applicable appalicable. H6: fdm-b01, fdr-c1001 and c20, fdc-d20 and img-g02008 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), UDI#: (B)(4), h3: fdm-b17, fdr-c20, fdc-d16 and img g02030 codes are appalicable. H4: device manufaturing date: 09.04.2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface box was not functional. User stated that they plugged in using the correct ports. There was no patient involved.